Manufacturer narrative:
One device was returned for repair. Service history review identified no indication that the complaint was related to a service of the device within the view period. Error log confirmed that there was a record of a 1660 error. The primary problem was confirmed. The cause was a possible defective mainboard. The mainboard was replaced, and the device passed functional tests.

Event description:
It was reported that an error code 1660 occurred. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.